Event description:
On (B)(6) 2015, a healthcare professional in (B)(6) reported that a (B)(6) year old patient observed a yellow purulent discharge from the peg-j entrance (stoma site). The peg tube was implanted on (B)(6) 2015 and antibiotic desefin was started as a prophylaxis. The patient was examined by the gastroenterologist who recommended the patient continue her antibiotic therapy (desefin 1gr 2 x 1 gr IV) for 5 more days. The desefin treatment was discontinued on (B)(6) 2015 and the yellow purulent discharge was considered recovered on (B)(6) 2015. Duodopa treatment is ongoing.

Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. Stoma site infection is a known complication of a peg tube placement. A return sample evaluation was not performed because tubing remains implanted. The catalog number provided is the domestic list number that is comparable to the international list number in the "other" field. If any further relevant information is identified, a supplemental medwatch will be filed.